Event description:
It was reported that a user with a freestyle libre 3+ sensor was unable to view glucose values on the ilet bionic pancreas after applying a new sensor, and the ilet displayed that the sensor had already been started by another device indicating the user used the abbott app to start the sensor, necessitating a new sensor to establish connectivity. No adverse clinical symptoms were reported. Outcomes included temporary interruption of automated dosing with a dosing stop soon notification and subsequent restoration of glucose readings after rescanning and no health impact. User support included troubleshooting and education, including rescanning the sensor and guidance on sensor-device pairing requirements. Investigation of this case revealed that the sensor had been initialized by a non-ilet device, which prevented pairing to the ilet until a compatible new sensor was started, consistent with expected system behavior for sensors started on another platform. It was concluded, based on previously established findings for similar reports, that user error and improper setup led to the event.